Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (failure to power up) was confirmed and found to be caused due to printed-circuit board failure. In addition, service found the bezel was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device would not power up even when power switch was turned on. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event.

Event description:
Additional information was received regarding the reported event: the reported issue (device would not power up) was discovered in the morning during inspection of the device, prior to use. The intended procedure was successfully completed with no delay. There was no health damage to a patient.